Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. Note: the built-in meter is designed to display readings of 1.1 mmol/l to 27.7 mmol/l. This meter does not show a numeric value greater than 27.7 mmol/l. A blood glucose reading above mmol/l will read as a "hi". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a scan result of 3.0 mmol/l (54 mg/dl) on the adc freestyle libre sensor and self-treating with unspecified oral glucose. Customer further reported obtaining a reading of "33 mmol/l" (594 mg/dl) on the built-in reader, and subsequently calling the paramedics. Paramedics arrived and obtained a reading of "approximately 33 mmol/l" on their meter and then injected the customer with 12 units of humalog insulin. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a scan result of 3.0 mmol/l (54 mg/dl) on the adc freestyle libre sensor and self-treating with unspecified oral glucose. Customer further reported obtaining a reading of "33 mmol/l" (594 mg/dl) on the built-in reader, and subsequently calling the paramedics. Paramedics arrived and obtained a reading of "approximately 33 mmol/l" on their meter and then injected the customer with 12 units of humalog insulin. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.